Event description:
Healthcare professional reported "hair on the inside of the package containing the device." The product was never used.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified device appearance: it is observed like a hair on the inside of the package (needle infusion packaging) is not considered a workmanship since the component (needle infusion set) was not manufactured by allergan. However, a further investigation will be requested to analyze this case.

Event description:
Healthcare professional reported "hair on the inside of the package containing the device." The product was never used.

Manufacturer narrative:
Fi results: the review of the documentation associated to the reported event shows that no anomalies and non-conformances were found with devices from material test record (B)(4). According to the device analysis performed in the laboratory, the components are received in their original closed packaging, one shows a hair which is related to the reported complaint. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with foreign material will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Manufacturer narrative:
Lot number: 0061682055. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported "hair on the inside of the package containing the device." The product was never used.